Manufacturer narrative:
The evaluation of the revision reported was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged the bond between the implant and the bone and likely contributed to third body wear of the tibial insert. However, this cannot be confirmed as the devices were not available for evaluation. Concomitant device: (cn: unk, cn: unk) tibial insert.

Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: unk, cn: unk) tibial insert. No information provided in the following section(s): (catalog number, serial number, UDI number, exp date).

Event description:
As reported, a (B)(6) y/o female patient, weight (B)(6) lbs., received bilateral knees approximately 13 years ago. The patient returned recently complaining of left knee pain and instability. The femur appeared to be loose in MRI and a revision was scheduled and performed. During the revision, the femur was found to be loose. The old optetrak size 2 femur and insert were removed. A new logic cc femur was inserted and a psc insert was used for added stability. The femur was revised to a logic cc with stems and augments and the insert was changed to a truliant psc. Devices not returning as hss retains all retrievals. Patient was last known to be in stable condition following the event.